Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr patient result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. On (B)(6) 2018 the meter result was 8.0 inr and the laboratory result was 2.84 inr. On (B)(6) 2018 the meter result was 7.7 inr and the laboratory result was 3.12 inr. The patient's therapeutic range is 2.5 - 3.0 inr. No allegation of an adverse event occurred.